Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis manifested by hazy dialysate. The cause of the peritonitis event was not reported. On the same day, the patient was hospitalized for the event. On an unreported date, the patient began treatment with antibiotics (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient was still hospitalized. The patient was recovering from the event of peritonitis. Pd therapy was ongoing. This is report 2 of 3 involved in this peritonitis event.